Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported that the tampon strings were untied and frayed. No injury was reported.